Event description:
It was reported that following a post implant procedure the patient was experiencing discomfort with high rate stimulation even at low levels. The patient underwent an unknown surgery which lead to a hematoma and the site was unknown. The patient was discharge and had good coverage.